Event description:
Urethral foley placed in operating room. Attempted to empty foley in pacu from drainage port but unable to due to plastic bag adhered together blocking the hole that allows the urine to drain out of the green tube. In an attempt to separate the adhered plastic, the bag ripped open, and urine was pouring onto the floor. Entire foley needed to be replaced due to this. Manufacturer response for urethral catheter, (brand not provided) (per site reporter).